Event description:
The line was placed placed 01/05 in the right cephalic, the tip of catheter was in the svc. The clinician experienced difficulty in removing the catheter three weeks later. The pt was taken to university hospital and the catheter was surgically removed. Pediatrics surgeon reported the pt had signs of phlebitis and pus at insertion site and the cellulitis extended at least half way up the arm towards the axille. His attempts to remove the catheter were also unsuccessful. A venodisection at the right shoulder level was performed and found a brittle catheter that fragmented. The catheter was covered with calcifications and was "glued" to the wall of the vessel proximally up to at least the subclavian vein. The surgeon was able to remove the catheter at the second pulling attempt of and sent the tip for culture.